Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and the touchscreen was noted to have a small crack in it. Then the customer dropped the pump on another occasion and the screen became cracked across the pump. Customer's blood glucose (bg) level was 358 mg/dl, which was addressed with a bolus via the pump. Reportedly, the customer would continue to use the pump for insulin therapy.